Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient was feeling sore around the device area. It was further reported that the patient felt the device had "shifted". The icm remains in use. No further patient complications have been reported as a result of this event.